Event description:
It was reported by service report that the caster horn was bent causing the wheel to bind. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - caster horn.